Event description:
It was reported that the customer had a black spots on the screen which cover informations on the insulin pump. The customer's blood glucose level was 86 mg/dl. The customer was advised that the replacement insulin pump will be shipped via (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation and passed the self test and the displacement test. No black spots or display anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.